Event description:
It was reported to the MFR that the vns pt passed away. The cause of death and the relationship between the event and vns therapy are unk at this time. Good faith attempts to obtain add'l info regarding the pt's death have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was underlying cause emphysema, unspecified,cardiac arrest, unspecified. There is no allegation or other information indicating that the death is related to vns.